Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user relink their sensor to allow the system to reinitialize and converge faster. Post-relink, the system showed good agreement between the sg and bg. The user was advised to continue using the system and to enter bg values into the system as calibrations if discrepanices persist.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.